Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had possibly perforated the heart and that the patient was not feeling well. Effusion was noted. There were high lead thresholds and intermittent capture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.